Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. It was not sure if there was malfunction with the ipg. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg had dislocated and moved in the pocket causing shooting pain in her leg. Database analysis revealed no anomalies. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The possibility that electrical leakage could cause the patient to experience shooting pain in the leg was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored. No intermittent anomalies were noted in the output. Device exhibited normal device characteristics. Therefore, the reported complaint of the ipg causing the patient to experience shooting pain in the leg was not duplicated or confirmed.

Event description:
A report was received that the patient's ipg had dislocated and moved in the pocket causing shooting pain in her leg. Database analysis revealed no anomalies. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient's ipg had dislocated and moved in the pocket causing shooting pain in her leg. Database analysis revealed no anomalies. The patient will undergo a pocket revision procedure.